Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently minimum fill notifications occurred after filling a cartridge with 150 units of insulin across multiple cartridges. Customer's blood glucose level was 130 mg/dl. Reportedly, customer loaded a new cartridge to address the issue and continued to use the pump for insulin therapy.